Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No other event information has been reported.

Event description:
On (B)(6) 2019, patient underwent a posterior spinal fusion from th9-iliac levels. As per reporter when attempting to place a rod, patient went into cardiac arrest. Procedure was completed without placing a rod. On (B)(6) 2019, an additional procedure was performed, and rods were placed. No allegation of product malfunction reported.